Event description:
It was reported that the user experienced a temporary loss of dexcom g7 signal to the ilet, after which glucose readings resumed during the call, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included no clinical effects. Outcomes included no impact on health or activities of daily living. Investigation included user education and troubleshooting to restore connectivity. Investigation of this case revealed that the episode was consistent with transient signal interruption between the cgm and the ilet, with successful re-establishment of communication and no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was likely user or environmental factors affecting wireless communication, with no evidence of device malfunction.